Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: (B)(4). Model: sc-2218-50. Serial: (B)(4). Batch: 5132013/5167012.

Event description:
It was reported that the patients pocket site was tender and some burning sensation was noted at the lead site. The ipg was rubbing on the lower ribcage and was causing pain with movement. It was also noted that the stimulation was not providing adequate pain relief and reprogramming was done. The patient had been taking norco for the pain and was scheduled for a revision.